Event description:
Healthcare professional called to report left side capsular contracture baker grade IV and rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed 3 openings assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, creases, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report left side capsular contracture baker grade IV and rupture. Device was explanted. Later, hcp reported creases.